Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent event on (B)(6) 2025. The event occurred within few hours of insertion. The insertion site was abdomen. The infusion set was in use for 12 hours. The blood glucose level was high, and the patient was treated with bolus using the pump. No further information available.